Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for product analysis. The occ cable was not returned for analysis. The tip and device shaft were visually and microscopically examined for damage or any irregularities. Inspection of the device revealed that the distal shaft was separated/detached at the tri-cuts, 10.5cm proximal of the tip. The separated ends were jagged and not smooth, indicating that there was stress/force applied to the shaft prior to separation and the tip was bent and kinked. The appearance of the confirmed damage is consistent to damage that can be caused from interaction with handling the device during preparation or the procedure and can be caused from interaction with another device or patient anatomy during the procedure. Photos received by boston scientific showed the distal shaft was detached and the tip was bent and kinked. The damage in the photos matched the damaged and the reported device.

Event description:
It was reported that wire detachment occurred. The target lesion was located in the moderately tortuous left anterior descending artery (lad). A comet ii pressure guidewire was used in a coronary angioplasty procedure with a 5fr sheath. During insertion while applying torque, the device entered the side branch between the first diagonal artery and the septal branch of the left anterior descending (lad). The torque stopped working and the guidewire was pulled out, however, the guidewire did not move and was confirmed that it was separated at a point about 5-7 cm from the distal tip. A snare was inserted into the angiographic catheter as an attempt to remove the separated piece. The distal end of the separated piece was in lad, and the proximal end of it into the aorta. The sheath was changed to a 7fr, and the snare was inserted again. The distal end of the separated piece was captured with a snare and was able to be removed from the patient's body. No patient complications were reported, and no health hazard noted.

Event description:
It was reported that wire detachment occurred. The target lesion was located in the moderately tortuous left anterior descending artery (lad). A comet ii pressure guidewire was used in a coronary angioplasty procedure with a 5fr sheath. During insertion while applying torque, the device entered the side branch between the first diagonal artery and the septal branch of the left anterior descending (lad). The torque stopped working and the guidewire was pulled out, however, the guidewire did not move and was confirmed that it was separated at a point about 5-7 cm from the distal tip. A snare was inserted into the angiographic catheter as an attempt to remove the separated piece. The distal end of the separated piece was in lad, and the proximal end of it into the aorta. The sheath was changed to a 7fr, and the snare was inserted again. The distal end of the separated piece was captured with a snare and was able to be removed from the patient's body. No patient complications were reported, and no health hazard noted.